Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the clinical information provided, of the altr (adverse local tissue reaction) due to trunnionosis of the femoral component may be the root cause of the tissue necrosis, dislocations and the revision. Trunnionosis is a known complication of hip surgeries, it is a type of corrosion and wear at the head-neck taper junction of the femoral implant, and it can be a slow and silent. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited fit/sizing, alignment, surgical technique, joint laxity, traumatic injury and procedural/user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed in the right hip due to recurrent instability, secondary to right hip with altr as a consequence of trunnionosis of the femoral component. Liner, cup, stem and femoral head were removed.